Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument failed to open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument part and batch/lot number was confirmed as 480440-06/k14240725 0163. The customer further advised that their system is offline and may account for the inability to locate the instrument's usage in the instrument logs. Sealing was being performed when the issue occurred. The jaws of the instrument were not stuck closed on tissue. The customer used the release key/mechanism to open the jaws of the instrument. There was no adverse effect to grasped tissue, unexpected tissue removal, or bleeding as a result of the issue. The instrument did not get caught in any tissue during the event and no errors were presented when the instrument issue occurred. There were no visible structural problems to the instrument following removal. The instrument was noted as not opening as expected. A video recording of the instrument issue was provided further review. A review of the video clip was conducted by an isi clinical development engineer (cde). The following additional information was provided: in the video, a synchroseal instrument and fenestrated bipolar forceps (fbf) instrument can be seen in free space in the abdominal cavity (neither grasping tissue). The synchroseal instrument is able to roll and insert/desert, but there is no actuation of the grip axis (open/close jaws). The fbf instrument is then used to open and close the jaws of the synchroseal instrument manually. These findings suggest that the user was not able to open and close the jaws of the instrument from the surgeon console. Use of the emergency release tool could not be confirmed based on the video.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the grip open ring dislodged at the proximal end. The set screw was still installed in the grip ring and found to be stripped. The grip ring was not in its original position, and was able to be manually moved up and down. The grip ring being dislodged affected the operation of the instrument's jaws. The jaws would not open fully when attempted. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.